Event description:
A 1.3 inr with protime microcoagulation system vs. 2.3 inr with unspecified lab system. Patient therapeutic range 2.0 - 3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Manufacturer method - no product returned from user facility. Manufacturer results - customer complaint could not be confirmed. Manufacturer conclusions - no conclusion can be drawn.